Manufacturer narrative:
Device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the base. As a result, the instrument could not operate properly. A piece approximately 0.488" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis. A review of an image provided by the customer shows a harmonic ace instrument with a broken curved blade. No fragments are visible in another provided image, showing the patient's anatomy.

Event description:
It was reported that during da vinci-assisted surgical procedure, the lead surgeon noticed that the harmonic ace instrument's energy was not recognized. At that time, the instrument had been in use for more than 2 hours and the surgeon was separating tissue. As a result of the issue, the customer opened the instrument's jaws for cleaning by a nurse. While cleaning the instrument, it was discovered that the instrument's blade was broken and unusable. The customer indicated that a fragment from the instrument fell inside the patient's body. Before the event occurred, no other abnormalities were observed during the surgery. There were no collisions between the harmonic ace instrument and other hard objects occurred during the surgery. It is unclear how the fragments were retrieved from the patient's body. The surgical staff performed a visual exploration of the patient's anatomy to confirm no debris or additional fragments remained inside the patient's body. The procedure was completed robotically.